Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. One drill sleeve 8.0/3.2 was received for manufacturing investigation. The article has no visible signs of damage. During manufacturing investigation, all relevant and significant characteristics like dimensions were checked and measured. All checked and measured characteristics are within the specifications. There are no references to the reported issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon confirmed that the drill bit had not been inserted to the two different nail holes (both at the distal side and at the proximal holes) correctly.

Manufacturer narrative:
An investigation summary was performed on 03.010.064 lot number 8368828 1 involved part, our investigation shows that there are no visible signs of damage on the articles. The manufacturing review, of all above mentioned articles, shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Without all involved parts and the provided clinical information we cannot determine the exact root cause. Also we could not reproduce the complained issue. All articles passed the functional requirements successfully and therefore, the complaint relevant dimensions were checked as far as possible and find to be within specifications. No product fault could be detected. All articles passed the functional requirements successfully and the for the complaint relevant dimensions were checked as far as possible and find to be within specifications. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but it has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill interfered with the nail when the surgeon was drilling a hole of the most distal end for distal lateral locking. With the tip of the drill bit left inside the patient, the surgeon turned off the power tool and manually penetrated the far cortex with light hammering. The drill interfered with the nail at the proximal hole as well. The surgeon confirmed that both of the drill bits had not been inserted into the nail holes correctly. There was a 5-minute delay in the surgery. Due to the unexpected drilling error, there is a hole in the bone next to the distal lateral locking area. Patient is currently under close observation. This report is 3 of 4 for (B)(4).